Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The occlusion was identified as a blockage in the cartridge, and the customer changed supplies accordingly and resumed insulin therapy.